Manufacturer narrative:
(B)(4).

Event description:
The facility reported a flogard infusion pump that "cannot turn on." It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump that "cannot turn on" was confirmed by quality engineering at the customer site as a depleted battery issue. Quality engineering determined that the cause of the depleted battery was due to a blown ac fuse. The fuse and main batteries were replaced by a baxter field service technician to resolve the issue.